Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08245. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-08245. Follow up information identified the patient underwent surgical intervention where both lead were replaced with new ones restoring therapy.